Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that three sites snapped off from tubing. There was no damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and resumed insulin successfully. No further information available.